Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 33 mm xience prime stent delivery system (sds) was advanced to the lesion without issue. During an attempt to inflate the sds balloon, there was no pressure, and the balloon would not inflate. It was believed that there was a hole in the balloon. The sds was removed without issue and a 2.5 x 28 xience v sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 2.5x33mm xience prime stent delivery system (sds) noted a pinhole in the balloon over the proximal marker, thus confirming the reported device issue. The scanning electron microscopy (sem) lab analysis concluded that the balloon failure may be attributed to mechanical damage to the outer surface. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There is no evidence to indicate the presence of a product deficiency.